Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large suturecut needle driver instrument was analyzed and found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was no longer installed within the clevis. As a result of the full break, functional testing for motion-related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have pitch cable crimp missing and the broken piece was not returned, measuring roughly .87mm x 1.27mm in size. Also, the instrument was installed on an in-house system and failed the mechanical engagement sequence as the instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. This is due to the pitch cable being broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument would not cut suture. No fragments fell into the patient. The procedure was completed with no reported injury.